Event description:
It was reported that revision was performed due to breakage of the articulated sleeve. The articulated sleeve is not currently marketed in the u.s. However, one of the concomitant products is marketed in the u.s.